Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor failed to pair after application, and the agent advised toggling the cgm switch and restarting the sensor; this was managed as a communication issue consistent with intermittent communication failure, with involved components consistent with the electrical/magnetic system and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices, consistent with intermittent communication failure and involvement of the electrical/magnetic system and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.